Manufacturer narrative:
(B)(4) .preliminary evaluation of the returned device sample inidcates the swg (spring wire guide) is kinked.

Event description:
The customer reports that it was impossible to advance the stylet inside the catheter.

Event description:
The customer reports that it was impossible to advance the stylet inside the catheter.

Manufacturer narrative:
(B)(4). The customer returned one catheter and guide wire for evaluation. Visual examination of the guide wire revealed one kink and a deformed j-tip. The kink contained slightly closer coils; however, they were not offset or unraveled. Visual examination of the catheter did not reveal any defects or anomalies. The guide wire contained one kink 186mm from the proximal end. The length and outer diameter of the guide wire were measured and were found to be within specification. The length of the catheter body was also within specification. The returned catheter was advanced over the proximal tip of the returned guide wire in order to functionally test the components. The guide wire was able to advance through the catheter body but could not advance through the catheter juncture hub. Similarly, the guide wire was able to pass through the distal extension line but could not pass through the catheter juncture hub. All three extension lines were flushed with water using a lab inventory syringe and performed as expected. A manual tug test confirmed both the proximal and distal welds were fully intact. A device history record review was performed and no relevant findings were identified. The customer report of difficulty advancing the guide wire through the catheter was confirmed through functional testing of the returned components. The returned guide wire was unable to pass through the catheter juncture hub when advanced from the catheter distal tip. All returned components met all visual and dimensional requirements. Based on the functional testing, the probable root cause is likely related to the manufacturing/molding of the catheter juncture hub. A non-conformance request has been initiated to further investigate this complaint issue.